Manufacturer narrative:
Customer complaint could not be duplicated.

Event description:
During a cataract extraction procedure, this phacoemulsification handpiece had no power. No other handpiece was available and the physician removed the cataract manually. The procedure took approx 2.5 hours longer than usual.